Event description:
The representative states they received a text from a healthcare provider regarding a patient with a nevro system. Representative states the patient was implanted with nevro 2 years ago, and it never worked, so the healthcare provider is thinking about swapping out the battery and letting the representative take over with their programming parameters and a (B)(6) device. Rep states the patient sees dr. (B)(6). The doctor is reported to be thinking he will replace the whole system. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).